Event description:
It was reported that during a nephrectomy procedure, the battery died during second firing of device. The battery was removed, turned 180 degrees, reinserted, and still device would not work. The manual override was used to release the device. The device had not cut or stapled tissue at all. The case was completed with a new device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4)- damaged one piece sled, damaged cartridge, damaged drivers. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr60m cartridge loaded on the device; the cartridge was noted to be partially fired 1/4 and with the cartridge deck damaged where firing stopped. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.